Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Event description:
New information notes that on (B)(6) 2025, the physician elected to cap and replace the right ventricular (rv) lead.

Event description:
New information notes that patient condition was stable.